Manufacturer narrative:
H10: b4: event description updated. D4: catalog number, lot number, expiration date and unique identifier (UDI) # added. H4: device manufacture date added.

Event description:
It was reported that after a knee arthroscopy using a super turbovac 90 icw, the patient subsequently suffered severe burns to the operated leg (lower than the operation), the burns appeared 48 hours after the procedure. The burns were treated with morphine and the patient is getting better.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that after a knee arthroscopy with an electrocoagulation s+n device, the patient subsequently suffered severe burns to the operated leg (lower than the operation). It is unknown how the event was treated and the outcome of the patient. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. There was a relationship found between the device and the reported incident, as an image of the device was submitted by the customer. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found that inadvertent contact of an active or inactive wand tip may cause user or patient thermal injury. Three pictures has been sent by customer and they show the thermal injuries to the patient¿s leg. Clinical evaluation was completed and concluded that without the requested supporting documentation, operative report, intra-operative images/ photos or the device, the reported burns two days post discharge cannot be determined. Based on the surgeon¿s statement and the information provided, a procedural error cannot be ruled out as the likely cause of the reported event. Since it was reported, the surgeon prescribed morphine as treatment of the patient¿s burns and the patient¿s outcome has been reported as positive; no further clinical/ medical assessment is warranted at this time. Visual inspection and functional testing could not be performed since the device was not returned for evaluation; however, the complaint was confirmed as the submitted image provide sufficient evidence to confirm. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: deficient irrigation solution surrounding wand tip during use, overheating due to a long activation of the wand, and low flow and circulation of saline solution to prevent heating. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.